Event description:
The customer reported that the 4k autoclavable camera head "will not focus". The problem was found during an unspecified event. There were no reports of patient harm.

Manufacturer narrative:
E2- nil. Three attempts were performed to obtain additional information, but no response was received from the customer. A device history review revealed no issues that could have caused or contributed to the reported issue. The device was returned to olympus for evaluation and the customer's allegation was not confirmed. No issues were noted with the device. A definitive root cause cannot be conclusively identified. However, based on the results of the investigation, the most probable cause of the ¿will not focus¿ could likely be attributed to the customer's video processor as no malfunctions were identified with this device during inspection. To mitigate the risk/harm to the patient, the IFU states, ¿if the endoscopic image on the monitor should unexpectedly disappear, or focus adjustment cannot be controlled, turn the camera control unit off and then on again. If the image still cannot be restored, immediately turn the camera control unit off. Disconnect the camera head from the endoscope and carefully withdraw the endoscope from the patient, while viewing through the endoscope¿s eyepiece. Keeping the endoscope inserted into the patient, feeding air/water, or performing suction or treatment without an endoscopic image is extremely dangerous. If an endotherapy accessory is being used, withdraw it in the safest manner before withdrawing the endoscope. In addition, be sure to prepare another camera head to avoid interruption of the procedure.¿ olympus will continue to monitor the field performance of this device.